Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the hub separated from the bd vacutainer® ultratouch¿ push button blood collection set during use while retracting it, leaving the needle exposed. The following information was provided by the initial reporter: "mla used ultra touch butterfly and when she retracted it, the housing let go and separated, leaving the needle exposed."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub separated from the bd vacutainer® ultratouch¿ push button blood collection set during use while retracting it, leaving the needle exposed. The following information was provided by the initial reporter: "mla used ultra touch butterfly and when she retracted it, the housing let go and separated, leaving the needle exposed."